Event description:
Customer alleged the ppm is not alarming at the bed side.

Manufacturer narrative:
Investigation indicated that hill-rom had just upgraded the bed to kgs only scale boards. Account found that the buzzer cable was not replaced properly and was pinched under the cover. The account was sent another buzzer in order to resolve the issue.